Manufacturer narrative:
S/w version unknown. Retainer = clear. The pump was returned for a critical pump error (open book image) alarm found on 08/13/2021. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 critical handling alarms 08/08/2021 15:26:34 . Pump error 53 alarm due to software issue. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor. The following were noted during visual inspection cracked keypad overlay. Critical pump error (open book image) alarm confirmed due to three consecutive software error detected. Pump error 53 alarm due to software issue. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump casing was broken at the back of battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.